Event description:
A patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium for which biosense webster¿s product analysis lab identified that the hemostatic valve was dislodged inside the hub component. The finding was identified on (B)(6) 2022. It was initially reported that the inner sheath couldn¿t advance in the outer sheath due to the impediment. The second catheter was used to complete the operation. There was no report on adverse event on patient. Resistance with sheath is not MDR-reportable. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: a picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, the dilator was observed kinked, this condition could be related to the impeded condition reported by the costumer; however, this could not be conclusively determined. Additionally, the physical device was returned for evaluation as well. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The dilator was inserted once the dislodged valve was removed but no resistance was noticed, therefore, the dislodged valve could be related to the resistance issue described by the customer. The dilators outer diameter was measured, and dimensions were found within specifications. A device history record evaluation was performed for the finished device number 50000150 and no internal action was found during the review. The resistance issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).